Manufacturer narrative:
Event date: date unspecified (B)(6) 2017 is an estimate the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had a leak from the adaptor between the liberty set and a baxter extraneal solution bag. The date of the leak was not specified beyond "a month and a half ago". The adaptor fitting was loose at the bag side which allowed fluid to leak out during treatment. The patient was prescribed prophylactic antibiotic vancomycin and ciprofloxacin. There was no adverse event associated with the leak. The parts were discarded.